Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. There were no changes in the process identified to be related with this event. The product sample was received within a generic plastic bag. It consisted of 2 adapters; one of them corresponds to the arterial (red) adult adapter and the other to the venous (blue) adapter. After visual inspection, a crack on the thread region of both adapters was identified. Based on the instruction for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Over tightening catheter connections can crack some adapters. The evidence provided is not enough to relate this event to the manufacturing operations. It can be noted that the device was able to function as intended for eight (8) months. Therefore it can be concluded that more likely, the device was damaged during dialysis. The most probable root cause could be over tightening. No additional actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 11/25/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer stated that after catheterizing the patient on (B)(6) 2014, there was blood oozing from the arterial and veineous adapters during the dialysis process. So the dialysis treatment was halted. The catheter was pulled and replaced with a new one the following day. The patient recovered without further issue.